Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effects of stenosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported stenosis and pain, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated event date: 01/30/2024. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 three absolute pro stents, sizes 6.0x60, 6.0x100, 6.0x60, were implanted in the superficial femoral artery. On (B)(6) 2024 restenosis of the stented segment was discovered after worsening of claudication symptoms since late (B)(6) 2024. There was restenosis in all three index stents. The restenosis was successfully treated with drug coated balloon angioplasty, blade angioplasty and implantation of two additional absolute pro stents on (B)(6) 2024. No additional information was provided.